Manufacturer narrative:
(B)(4). Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-05936 0001825034-2018-05934.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient suffered a myocardial infarction and was intubated for fifteen days. No additional information is available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Reported issues are related to the procedure and are not abnormal to the procedure. No failure detected with the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.